Manufacturer narrative:
We are trying to obtain event samples for our investigation and a follow-up report will be sent within 30 days or upon completion of the evaluation.

Event description:
Embolectomy catheter - "a portion of the embolectomy catheter remained in vasculature after the catheter was removed. The piece was removed utilizing fluoroscopy."